Event description:
It was reported that the 9600 system appeared to fluoro on its own. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The foot-switch and hand-switches were replaced during the service call. System was tested and found to be working as intended and put back into service.